Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was "shocked to the detriment of bleeding" at the puncture site of a 6/7f mynx control vascular closure device (vcd). The patient went into shock due to the bleeding. The shock was treated following the institution's protocol, manual compression for forty minutes, and then compressive dressing, reversing the situation, and the patient was fine. There was no reported injury. The procedure was a coronary angioplasty. The patient was hypertensive and had received anticoagulants. Final steps of the device insertion were fine. The bleeding was noted thirty to forty minutes after closure. This was the first time the user used the device. The user was guided regarding the use of the device and is contraindications, as well as step by step of implant of the device. A 7f non-cordis sheath was used. The patient had received anticoagulants. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The device will not be returned for evaluation because it was contaminated.

Manufacturer narrative:
As reported, the patient was "shocked to the detriment of bleeding" at the puncture site of a 6/7f mynx control vascular closure device (vcd). The patient went into shock due to the bleeding. The shock was treated following the institution's protocol, manual compression for forty minutes, and then compressive dressing, reversing the situation, and the patient was fine. There was no reported injury. The procedure was a coronary angioplasty. The patient was hypertensive and had received anticoagulants. Final steps of the device insertion were fine. The bleeding was noted thirty to forty minutes after closure. This was the first time the user used the device. The user was guided regarding the use of the device and is contraindications, as well as step by step of implant of the device. A 7f non cordis sheath was used. The patient had received anticoagulants. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2429503 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided and due to the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inability to achieve hemostasis and hemorrhagic shock¿" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient related factors cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.